Event description:
At approximately 0545 when nurse entered the room resident#: (B)(4) was noted to be in a kneeling position with her knees and feet on the floor in front of her wheelchair which was next to the bed (brakes were in locked position). She was wearing non-skid slipper socks. Her head was positioned between the assist rail and the mattress. Staff returned resident back to bed to assess. She was noted to be with out respirations or audible heart tones. Assist bar in use at the time of the event was the span medical products canada pivot assist rail model no. Rm930. The bed is use at the time of the event was the span medical products canada rexx-low bed model qd2000ml, serial#: (B)(6).